Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd1677 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Not returned.

Event description:
On (B)(6) 2015. Caller is a nurse calling for another nurse. They work in pacu and attempted a powerglide insertion and the product allegedly sheared and a piece is said to be most likely in the soft tissue of the arm. Nurse reportedly never got a blood return. They want to know if the product is radiopaque? Ms&s advised that the powerglide has 6 radiopaque barium stripes and whether it can be visualized depends on the method of visualization and patient factors. Ms&s advised to save the product for return to manufacturer.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a sheared powerglide catheter was confirmed and the cause was use-related. The product returned for evaluation was one 20gax10cm powerglide midline catheter assembly. The safety mechanism was engaged and the needle was bent. The guidewire was locked in the deployed position. The catheter had been advanced and was detached from the assembly. The distal end of the catheter was missing and was not returned for evaluation. The break in the catheter appeared irregular. Microscopic inspection of the break in the catheter confirmed an irregular break edge. The edge exhibited a partially granular and partially glossy surface. The break features were sharply defined. The break features and location were typical of catheter damage caused by contact with the introducer needle bevel. This contact can be the result of either retracting the catheter against the needle or inserting the needle following deployment of the catheter. The product IFU states ¿the product returned for evaluation was one 20gax10cm powerglide midline catheter assembly. The safety mechanism was engaged and the needle was bent. The guidewire was locked in the deployed position. The catheter had been advanced and was detached from the assembly. The distal end of the catheter was missing and was not returned for evaluation. The break in the catheter appeared irregular. Microscopic inspection of the break in the catheter confirmed an irregular break edge. The edge exhibited a partially granular and partially glossy surface. The break features were sharply defined.¿